Event description:
(B)(4). I had a full laparoscopic hysterectomy on (B)(6) 2015, I was diagnosed with anemia-acute blood lost, fibroids, adenomyosis, chronic pelvic pain.

Event description:
(B)(4). Essure was a birth control that I thought was going to be the best thing to use since was done with planning a family. Essure side affects are as follow: cramping, sharp/stabbing pelvic pain,period stops, bacterial vaginosis, constant spotting, discharge (odor/no odor), excessive bleeding during period (menorrhagia) painful ovulation,loss of libido, painful intercourse, long menstrual cycles, sexual dysfunction (unable to orgasm or feel pleasure),yeast infections, urgent/frequent urination, itching, nausea, severe bloating, migraines, dizziness, tingling sensations, numbness, mood swings, black out spells/ fainting, forgetfulness, short term memory loss) anemia/ iron deficiency/low ferritin,blood clots, rashes, I also went to the e.r for pelvic pain on (B)(6) 2013.